Event description:
It was reported by the surgeon that a patient, who had a revision surgery of an x-fuse implant, is required to undergo a second revision as the implant had allegedly broken.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.

Event description:
It was reported by the surgeon that a patient, who had a revision surgery of an x-fuse implant, is required to undergo a second revision as the implant had allegedly broken.

Manufacturer narrative:
Evaluation summary: the device was returned for investigation on (B)(6) 2013. The returned device is broken. The broke off part was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The surgeon reported that : as far as your other questions are concerned the patient was an elderly lady who'd had a previous fusion of the mtpj and had a deformity in the ip joint of the same toe. We had a previous attempt at fusing the ipj with a screw which failed and I felt that perhaps we might have more success with an alternative implant. I had used the x-fuse implant in the past although I have not been entirely satisfied with it since I feel that it does not really provide adequate hold within the intramedullary canal, particularly in the older age group who often have quite osteoporotic bone. The patient in question on this occasion was in her 70¿s and was of normal weight. In order to provide additional fixation we used an additional staple to provide additional rotational control. Initially the patient made a good recovery and her ip joint was painless. However over a period of weeks up to 3 months the joint was clearly mobile and not fusing and the deformity she had in her ip 2 joint recurred. Within this additional information, we know the x-fuse implant was used in the toe. The IFU was reviewed and reads: recommendations: based on clinical experience, the x-fuse is used for pip, dip and ip arthrodeses of the hand or secondary treatment of pip, dip and ip arthrodesis of the foot and the smart toe is used in pip and dip arthrodesis of the foot. Moreover, it is also filled that bone pathology and osteoporosis are both factors capable of compromising the implantation success. The surgeon reported that the patient was an old lady in her 70¿s with osteoporotic bone. Based on the investigation results, this case could be classified as user-related. Indications for any material, manufacturing or design related problems were not determined in the investigation.